Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that on (B)(6) 2022, the infusion set's tubing detached from the connector and this issue occurred with 10 infusion sets. Therefore, the patient blood glucose level was 350 mg/dl at the time of this event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.